Event description:
Valve in the hub of delivery system was leaking during procedure. Evar was completed and aaa grafts placed in the aorta and iliac vessels. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4) - valve leaks are not addressed in the IFU. Event is still under investigation.